Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was beeping and the device had a black circle on the screen with a button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 202 mg/dl. Customer didn't recall if the device was exposed to moisture or if it was hit. Customer was advised to remove the battery for 30 minutes. Customer called back and stated anomaly persisted. The device is being returned for analysis.